Event description:
It was reported that during a lap cholecystectomy case, the clips were coming out of the device malformed. The site had used only three before it became unusable. They opened a second device to finish the case. No patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.